Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.

Event description:
Customer reported - slippery barrel issue: users are finding the syringe barrel to be excessively slippery, making it difficult to maintain a firm grip and control the injection. Hard-to-pull plunger issue: users are reporting that the plunger requires excessive force to pull, leading to difficulties in accurately drawing up medication, blood extraction, and causing discomfort.